Event description:
When physician was withdrawing the sheath ffrom the right femoral artery after a cardiac catheterization, the hub separated from the body of the sheath. The body of the sheath remained on the pt. The separated portion was removed and there were no pt complications.